Event description:
Reportedly, this device was explanted after approx. A 7 year, 4 month implant duration due to aortic regurgitation and aortic stenosis.

Manufacturer narrative:
Device not returned.